Event description:
It was reported that cracked port needles. Crack in the hub causing fluid to leak out. No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Based on a review of applicable information, the following was concluded: the complaint of a crack in the y-site was confirmed. The returned sample was found to exhibit the same features as a known issue. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported that cracked port needles. Crack in the hub causing fluid to leak out. No other information was provided.